Manufacturer narrative:
Patient-specific information a4. Weight is unknown. Medical safety review. Medical safety reviewed the event. This event describes a coronary artery perforation and pericardial effusion noted during pci prior to impella placement. Patient went into cardiac arrest; pericardiocentesis performed and this time a decision made to place impella cp. During the support there was frequent suction alarms noted due to bleeding issues. The patient was eventually made dnr after multiple rounds of CPR. The patient would never fully recover and expired. The patient encountered suction due to small ventricle and most likely preexisting bleed. It cannot be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the out of the bleed for the patient. Conservatively, the death should be reported on the impella cp device that in use at time of expiration. Regarding the aic, there is no association to outcome. The impella device was never connected to this aic. The controller error, however, is a device malfunction and should be reported as a malfunction type of reportable event. Investigation summary: the device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the cardiac arrest, resuscitation, and major bleed, the cause was not determined due to insufficient clinical details. Regarding the pump suction, no product was returned. The patient had frequent suction alarms. After reviewing the logs, multiple suction alarms along impella in ventricle alarms were observed. The cause of pump suction cannot be determined since insufficient clinical details were provided. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.

Event description:
It was reported that a patient implanted with an impella cp suffered a cardiac arrest requiring resuscitation. The patient also suffered a perforation bleed. Multiple units of packed red blood cells and platelets were transfused, and the patient was treated with sodium bicarbonate and albumin. Frequent suction alarms occurred due to the bleeding. The patient entered pulseless electrical activity and return of spontaneous circulation was obtained. Later, the patient expired. The patient arrived at the catheterization lab to received percutaneous transluminal coronary angioplasty (ptca) to right posterior descending artery (rpda) and drug-eluting stent to the diagonal artery. Staff reported when the patient was about to be moved off of catheterization lab table the patient began having chest pain and st elevation. Angiogram revealed perforation to diagonal artery and pericardial effusion was noted. The patient went into cardiac arrest. A pericardiocentesis was performed, and the decision made to place an impella cp device for mechanical circulatory support. At the start of the emergent case, the nurse turned on the automated impella controller (aic), and the yellow controller error alarm went off. The loaner aic was used instead. Impella cp was inserted and return of spontaneous circulation (rosc) was achieved after impella insertion. Heparin and angiomax had previously been administered; activated clotting time (act) were 272 seconds reported. Multiple units of packed red blood cells (prbc) were administered. The impella peel-away sheath was removed, and repositioning sheath was advanced. The impella cp catheter secured with forward tensions sutures and angle match dressing. Impella access site was clean dry and intact with no evidence of bleeding or hematoma with right distal pulse present. The patient remained while awaiting flight transport to receiving facility. Patient remained intubated. Patient had a central line to the left internal jugular, arterial line to right radial. Volume was being administered. Approximately 600 ml of output from pericardiocentesis drain. Urine was noted to be clear yellow in foley bag; knee immobilizer was in place to right leg. The patient arrived via life net flight and coded as helicopter landed. Resuscitation was administered for approximately 15 minutes with rosc in the emergency department. The aic transferred to the receiving hospital's aic successfully without incident. The patient was transported to unit and multiple prbcs, platelets, sodium bicarb and albumin infusing. Pericardiocentesis drain was draining continuously. The patientâ¿¿s pupils were fixed and dilated at 4. Discussions were made with the family. The physician consulted for percutaneous coronary intervention to the left anterior descending/diagonal arteries to try to control perforation bleed. Impella site was still clean dry and intact. Frequent suction alarms were noted due to bleeding issues. Knee immobilizer was in place; feet were warm. No mottling was noted. The patient was severely acidotic with continued correction measures. On-site bedside assessment with the team and the patient was taken to catheterization lab. Access to left femoral artery was obtained. Diagnostic left heart catheterization revealed right coronary artery stent open and diagonal stent totally occluded with no bleeding from prior perforation noted. Left ventricle angiogram was performed which showed no left ventricular perforation; however, left ventricle was very small with little contractility noted. End diastolic pressure was 30. The patient went into pulseless electrical activity (pea). Lucus device was started. Prbcs, calcium, epi and bicarb were administered. Access to left femoral vein was made with swan advanced to the pulmonary artery. Return of spontaneous circulation was achieved after 20 minutes of cardiopulmonary resuscitation (CPR). The patient was taken back to the unit and went into pea after arriving. Lucus device was started and return of spontaneous circulation achieved after approximately 10 minutes of CPR. At this time, the family decided to assign do not resuscitate. Patient went pea and impella was turned down to performance level p-2 and all drips were stopped. Time of death was called. The impella and ventilator were stopped.